Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a recurring button error alarm. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to flattened all buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to perform the self-test and displacement test due to button/keypad anomaly. No button error alarm noted. Insulin pump had cracked case at display window corner, reservoir tube lip, and minor scratched display window.